Event description:
Patient presented to the heart and lung specialized care clinic reporting multiple double power disconnects on his heartware lvad. Log files were sent to medtronic and confirmed these. Patient had 4 total pump stops. Per the recommendations of medtronic, 4 batteries needed to be exchanged. He will need his other two batteries replaced at his next clinic visit. No harm to patient noted.

Event description:
Patient presented to the heart and lung specialized care clinic reporting multiple double power disconnects on his heartware lvad. Log files were sent to medtronic and confirmed these. Patient had 4 total pump stops. Per the recommendations of medtronic, 4 batteries needed to be exchanged. He will need his other two batteries replaced at his next clinic visit. No harm to patient noted.

Manufacturer narrative:
The following elements have blank data: other device #: for type of device: heartware lvad batteries.